Manufacturer narrative:
A getinge authorized distributor reported that since the involved iabp is out of their warranty, the customer performed their own repairs. The customer replaced the vacuum pump and kept it under observation which as per to them it was working fine. H3 other text : not returned to manufacturer.

Event description:
1st patient: it was reported that autofill failure error occurred on the cs300 intra-aortic balloon pump (iabp) during use on a ECMO patient. The iabp gave an alarm after 24 hrs. Of working. The customer/distributor tried all possible reason still it failed and at last it was changed with another cs300 and it worked fine until we removed it from the patient. The customer/distributor feel its unsafe to put this machine on any patient until they receive a clear letter from the bioengineering department or the company stating that this iabp is safe to be used. No patient injury or death was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted.

Event description:
1st patient: it was reported that autofill failure error occurred on the cs300 intra-aortic balloon pump (iabp) during use on a ECMO patient. The iabp gave an alarm after 24 hrs. Of working. The customer/distributor tried all possible reason still it failed and at last it was changed with another cs300 and it worked fine until we removed it from the patient. The customer/distributor feel its unsafe to put this machine on any patient until they receive a clear letter from the bioengineering department or the company stating that this iabp is safe to be used. No patient injury or death was reported.